Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-13, additional information was received from a foreign manufacturer representative (rep). Follow-up was attempted with the rep to obtain information related to the volume discrepancy reported on 2016-07-28. The rep stated, "no discrepancies was observed that I am aware of".

Manufacturer narrative:
(B)(4).

Event description:
On 2016-07-28, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the event resolved without sequelae on (B)(6) 2016. Interventions reported to have occurred; reprogramming of the pump performed on (B)(6) 2016 and resulted in prolongation of existing hospitalization. The patient was diagnosed as sleepy and not feeling well. Examination resulted in "bradycardia decease the daily dose." Signs and symptoms were stated as the following; "prior to the change of the pump: clonidine (600mcg/ml) 600 mcg/day with mode bolus with 50 mcg lockout 2h and 6bolus/day. However, 'we' always at the refill take out always 4.5 ml than the telemetry show after control the permeability of the catheter during the changing and was alright we started the pump like at the same daily dose than before 6-8h later he was sleepy and bradycardia so we decrease the daily dose at 250mcg/daily with same bolus. Maybe the cause was the fact that the old pump run slowly than normal than the new one, the pump was sent to the [manufacturer]."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. The patient had a pump replacement on (B)(6) 2016 and nothing was changed in the programming of the new pump. The current hypotheses of the source of the problem was reported as underinfusion with the old pump and the new pump infused correctly and resulted in the overdosage effect on the patient. During post-op, the patient experienced overdose following pump replacement, the patient had withdrawal symptoms and was put in intensive care unit for a night. The next day, the patient went home but was brought back to the ICU after 4 events where the patient did not feel good (on one event, patient fainted). The pump programming was changed and decreased. The pump was working fine and would not be returned. The telemetry was good, refill procedure was good. Analysis of the old pump was requested. Surgical intervention did not occur and was not planned. At the time of this report, it was unknown as to whether the issue was resolved and patient status was ¿alive ¿ no injury¿ additional information received from the manufacturing representative on (B)(6) 2016 indicated that the old pump was replaced due to end of life cycle (normal use), the old pump was delivering clonidine (concentration 600 mcg/ml, dose 600.07 mcg/day) (bolus 50 mcg/day). There was no reported notice of underinfusion with the old pump. At the time of the event, the new pump was delivering clonidine (concentration 600mcg/ml, dose 450 mcg/day) (bolus 50 mcg/day). It was noted that when the patient had the 4 events they experienced symptoms of being drowsy and fainting on the 4th event. At the time of this report, the patient was doing fine and therapy was working again. The device was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# unknown implanted: explanted: product type programmer, physician product ID (B)(4) lot# serial# unknown implanted: explanted: product type software . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient experienced pain at multiple locations, including at the scar location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A full system prime was not performed, but only the catheter of the pump was primed.

Manufacturer narrative:
(B)(4). Refer to manufacturer report #3004209178-2016-15283 for information reported related to the volume discrepancies. If information is provided in the future, a supplemental report will be issued.